Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mg/ml baclofen at a dose of 500 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had an early morning exploration surgery on (B)(6) 2016 and they may have to replace the pump. It was unknown if there were any symptoms. On 2016-nov-16, additional information was received. The hcp replaced the proximal segment catheter and was going to send it back for analysis. The hcp tried to disconnect the catheter from the pump and the silicone pulled back away from the titanium on the sc connector. The hcp used a hemostat to get the sc connector to release. It was reported that the patient had an increase of spasms when the patient came in the week previous. This had happened 2-3 times recently where the patient experienced spasms and came in to the hcp, but then there were not any issues by that time. The hcp increase the medications when the patient came in, but the complaint continued. The hcp didn¿t even adjust the pump and the patient was already going back to baseline after the surgery. The hcps were questioning if the sc connector was related to the issues with the spasms. The proximal portion of the catheter was revised. The pump logs were checked, but they did not see anything to indicate a pump malfunction. The hcp also assessed the distal catheter and received good cerebrospinal fluid (csf) back flow. The hcps were hoping that this would resolve the issues with the patient symptoms. The old dose of baclofen was 549.7 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) through a pharmaceutical company. It was reported the patient underwent surgical exploration and ultimately a distal catheter replacement on (B)(6) 2016. The patient started originally started use of intrathecal baclofen on (B)(6) 2008; the most recent pump was placed on (B)(6) 2014. The patient was receiving baclofen 2000 ug/ml at 344.4 mcg/day. The baclofen lot number was 45945-157-02. The lot number was 2138-108. It was noted that the outcome of the increased spasms was ¿improved.¿ baclofen was not discontinued in response to the event. Concomitant medications included oral baclofen, reppra, nontriptyline, simvastatin, cetirizine, sumatriptan, fluticasone nasal, demadex. The patient was admitted on (B)(6) 2016 and discharged on (B)(6) 2016. The patient was admitted for worsening bilateral lower extremity spasms. The admitting diagnoses were spasticity and baclofen pump failure. It was noted that the patient was an african american male with history of seizure disorder. The patient had ¿tm¿ caused by bilateral lower extremity spasms. The patient was diagnosed with tm in 2006 after he developed progressive bilateral lower extremity weakness. Since then, he had been wheelchair bound. He had also been having bilateral lower extremity spasms for which he was initially on oral baclofen only from 2006 to 2008. However, due to increased sedation, the patient underwent placement of an intrathecal baclofen pump. This had been working well until last month (from (B)(6) 2016) when the patient started having increased bilateral lower extremity spasms. The pump was interrogated on (B)(6) 2016, and it appeared to working normally. The patient was admitted for further evaluation of the pump including imaging for catheter patency. The pre-op diagnosis was spasticity, and the post-op diagnosis was spasticity. CT lumbar spine without contrast done on (B)(6) 2016 was unremarkable outside of moderate levoscoliosis with severe degenerative disc disease at l4-l5 and milder degenerative disc disease at other levels. There was also multilevel moderate inferior lumbar spine facet arthropathy with multiple stable right-sided neural foraminal narrowing. The left anterior abdominal wall catheter appeared intact and entered the thecal sac posteriorly at the l3-l4 level, and the tip was located at the mid-t12 level. There was no discontuity of CT or evidence of leak. The posterior right back pump catheter was only partially visualized and extended superior to the field of view. Diagnostic radiology of the abdomen from (B)(6) 2014 (2 views) noted that the pump projected over the left lower quadrant. The tubing coiled and likely kinked in the soft tissue adjacent to its entry into the thecal space. The cranial aspect of the tube was visualized at the t12 level. Additionally, there was a spinal stimulator over the right lower quadrant. The spinal stimulator leads projected over the thoracic spine. The spinal stimulator electrodes were partially visualized at the upper margin at the t8 level. The bowel gas pattern was within normal limits. The conclusion showed coiling and possible kinking of the baclofen pump tubing in the posterior back soft tissues. There was no clear evidence of discontinuity of the catheter. Diagnostic radiology of the abdomen from (B)(6) 2015 (ap supine and crosstable lateral) showed no changes from prior imaging. Diagnostic radiology of the abdomen from (B)(6) 2016 (lumbar supine ap lateral) showed the pump and catheter tubing demonstrated expected radiographical appearance without kinking or discontinuity. The tip of the tubing projected over the t12 vertebral body. There was stable appearing disogenic degenerative change and degenerative facetarthropathy. No acute skeletal abnormality was seen. The hospital course for increased bilateral lower extremity spasms included CT of the l spine to evaluate the catheter (normal), x-ray of the l spine to look at the catheter, [administration] of baclofen 10mg three times daily as needed, stopped clonazepam given sedation, tizanidine as needed added (on dilaudid as needed), neurosuregery replacing the catheter, and nortyptaline 25 mg nightly for burning pain (increased to 50mg as the patient had improvement). The patient was to continue at home simvastatin. The hospital course for hyperlipidemia included continuing at home simvastatin. For seizures, the patient was to continue at home keppra. The patient was doing well before discharge and denied any spasms.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The patient continued to have increased spasticity issues. The patient was currently hospitalized, and their dose was increased from 600-700mcg; the patient was in a flex infusion mode. There had been no previous volume discrepancies and nothing in the event logs indicating a pump problem. The healthcare provider (hcp) would continue to monitor the situation. Previous catheter studies from (B)(6) had been fine. A catheter revision was performed on (B)(6) 2017. Only the distal portion was replaced. They put in a new catheter with a length of 38.1 cm and removed 5.5 cm for a total of 32.6 cm that was implanted. The patient currently had baclofen 2000 mcg/ml in their pump, and the hcp had programmed the pump to a stopped state prior to the revision. On (B)(6) 2017, the hcp would turn the patient's pump back on. The pump was delivering gablofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. It was reported that the patient has had issues with the catheter. The issues have been ongoing and remained unresolved. The representative had no new information available on (B)(6) 2017.

Manufacturer narrative:
Analysis of the sc connector of the catheter revealed coring/tears/cuts in seal and meets leak criteria.

Event description:
Additional information was received via a healthcare provider (hcp). Regarding the patient continuing to have increased spasticity issues, it was noted that the onset of the reported event was (B)(6) 2017. Regarding the catheter revision performed on (B)(6) 2017, it was clarified that there was a device issue. The intrathecal catheter had backed out of the subarachnoid space. The operative report regarding the (B)(6) 2017 revision was provided. The pre-operative and postoperative diagnosis was indicated as being baclofen intrathecal catheter malfunction. The (B)(6) patient was indicated as having had a history of spasticity necessitating an intrathecal baclofen pump. The patient had experienced several episodes of profound unexplained spasticity. The patient had undergone multiple baclofen pump surgical explorations to assess their condition. It was noted that he had never been found to have an obvious abnormality. The patient presented to their hospital admission with profound spasticity that seemed to be refractory to increasing his baclofen dose. The hcp was asked to evaluate and the physician reviewed the patient¿s imaging studies and it was identified that his intrathecal catheter had backed out of the subarachnoid space. This constituted a baclofen pump malfunction. The hcp recommended a baclofen pump revision. Regarding the (B)(6) 2017 revision, it was noted that the patient's prior midline lumbar incision was identified. The surgical scar surrounding this incision was excised. A soft tissue dissection was then carried out to the lumbar dorsal fascia. The patient's baclofen intrathecal catheter was identified and exposed. The surgical scar overlying a left paramedian incision was also excised. A soft tissue dissection ultimately exposing the patient's baclofen intrathecal catheter and distal catheter connection was performed. It was then noted that the intrathecal catheter had backed out. A spinal needle was used to access the subarachnoid space at the l3-4 interspace. They then delivered a new intrathecal catheter into the subarachnoid space. They inspected the positioning of the catheter with intraoperative fluoroscopy and it was found to be appropriately positioned terminating at the level of the t9 vertebral body. They then disconnected the old intrathecal catheter from the distal catheter. The new intrathecal catheter was tunneled to the level of the paramedian incision. They were then able to connect the new intrathecal catheter to the patient's distal catheter securing this connection with multiple silk sutures. There were no intraoperative complications.

Event description:
Additional information was received via a healthcare provider. Regarding the patient¿s vitals on (B)(6) 2017, the following was indicated: systolic blood pressure was 119 and diastolic blood pressure was 77 (blood pressure was taken in the seated position; right arm), the primary pain score was 0, the patient¿s weight was (B)(6), and their height was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.